Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called to stated that during therapy air leak alarms were delivered.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Per follow up information received via task on 29jan2025, per further troubleshooting with technical support, biomed walked through a functional check of the device. The device was unable to generate inlet pressure (ip) at -7 psi at a circulation pump command (cpc) of less than 61 percentage. They discussed this was indicative of a failed circulation pump. Customer would repair unit. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: b, d, e, f, h a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called to stated that during therapy air leak alarms were delivered. Per follow up information received via task on 29jan2025, per further troubleshooting with technical support, biomed walked through a functional check of the device. The device was unable to generate inlet pressure (ip) at -7 psi at a circulation pump command (cpc) of less than 61 percentage. They discussed this was indicative of a failed circulation pump. Customer would repair unit. It was reported that the biomed getting calibration error 102 (water level not full at start of calibration) and was unsure of actual vs expected. Per sample evaluation results received via task on 03apr2025, it was reported that the pump had not been installed correctly. Per follow up information received via task on 03apr2025, spoke with biomed who stated this was related to an earlier call where they were replacing the circulation pump. The pump was replaced and received the error when running calibration. They could not confirm the error number and had to refill the device and reset the circulation pump because it had not been installed correctly. Device passed calibration and has been returned to service.